Manufacturer narrative:
E1-facility name: (B)(6) medical center. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head malfunctioned and noticed "poor image quality¿. The issue happened during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was not confirmed. The device evaluation revealed no other findings. A device history record review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head malfunctioned and noticed "poor image quality¿. The issue happened during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.